Manufacturer narrative:
The field complaint of the transmitter not powering up after an electrical storm was verified. Final analysis found burn marks on the printed circuit board (pcb) which resulted in power up anomaly. It was concluded that the device was hit by a high current flow during electrical storm as reported from the field which damaged the ac power adapter and respective main pcb.

Event description:
It was reported that the transmitter failed to power up after an electrical storm. Transmitter was returned and replaced.